Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this s-ICD system was removed and replaced with a new transvenous implantable cardioverter defibrillator (ICD) system. This was done prophylactically at the discretion of the physician. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified crack in the polycin vorite notch area next to sense b electrode extending into insulation. A line of code was added for this observation. Resistance testing found the electrode was electrically continuous. An x-ray of the electrode indicated no other observations. This type of damage has been deemed a design issue. Although the crack seen on this device did not lead to the field allegations, it is being tracked for product improvement purposes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this s-ICD system was removed and replaced with a new transvenous implantable cardioverter defibrillator (ICD) system. This was done prophylactically at the discretion of the physician. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.